Event description:
The pt experienced elevated blood glucose levels and reported that there was an insulin leak in the connection between the cartridge and the infusion set tubing.

Manufacturer narrative:
The cartridge was returned to animas for eval. Eval revealed a damaged luer lock connector.